Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified coronary artery. A 3.50 x 38mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, during device delivery, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.